Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room on (B)(6) 2017 due to high blood glucose level. Blood glucose level at the time of the incident/call was not provided. The customer took a manual injection while at the hospital. The customer was wearing the insulin pump at the time of the emergency room visit. The physician at the emergency room recommended the customer to remove the infusion set from the arm and place it on the stomach. Customer declined troubleshooting. The insulin pump was not replaced or returned for analysis.